Event description:
It was reported that the patient underwent vns generator replacement for prophylactic reasons as the vns was at an intensified follow-up indicator, or ifi, condition. The implant card received indicated that the lead impedance was "ok" without providing a specific impedance value. The explanted generator was received by the manufacturer. Generator analysis was completed. The generator performed according to functional specifications. The most recent 25% change in impedance recorded within the internal generator data indicated high impedance was present a year prior to the replacement surgery. There were no performance or other adverse conditions found with the generator other than the high impedance noted in the data dump. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.